Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a software bug. In consequence software version 1.2.2 was installed to solve the issue. The ventilator is back in use. There was no patient or user harm reported.

Event description:
What I've been told is that there was an incident on monday on (B)(6), and one on wednesday on (B)(6). Just the times I don't know, but on wednesday was during the day when a colleague of mine was at work. What happened on monday was that the patient was coughing, and a suction procedure was to be initiated. Then the ventilator had made reports of a technical fault (or something), gone black and made a loud alarm that they could not turn off. Exactly what happened on wednesday is a little unclear, but there had been an alarm, and there was also then trouble getting the ventilator turned off. Then it was taken out of use. Device seems to be ok now. It's the same ventilator there's been trouble with. The first time it happened during suction procedure where the ventilator made a black screen where safety ventilation flashed at the top of the image and there was a loud, intense alarm. This didn't stop until we eventually got the ventilator turned off, but it wasn't easy. Unfortunately, incident no. 2 I know little about when I was not present that day. Understood that there had also been an alarm at the same time as the screen went black and they were not able to turn off the alarm.